Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is over 500 mg/dl. Diagnosed diabetic ketoacidosis. The customer stated that she felt sick. Hospital treating with IV insulin. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.